Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawers were offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawers were offline. A field service engineer was not duplicated during the visit. As a proactive measure, the communication sled and sister board were replaced. The fse updated the medbank firmware and tested the drawers using the tester. The customer verified that the drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.